Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit; 2 straws were separated from the needle. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-mar-2025. Investigation summary: bd received two samples for investigation. Visual examination of the samples was performed and revealed the presence of separation. The samples show the holder has become separated from straw and needle assembly and the straw/needle assembly is in a different bag than the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, 2 straws were separated from the needle. There was no health impact or consequences reported.